Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: the black box showed an unexplained loss of prime on (B)(6) 2016 at 10:20 followed by an auto off warning on at 22:21 and a low battery alert at 22:39. Insulin deliveries resumed on (B)(6) 2016 at 09:30. A pump reboot associated with a battery change was recorded (B)(6) 2016 at 09:51; insulin deliveries resumed at 09:57. On (B)(6) 2016 at 14:12 a replace cartridge alarm was recorded; insulin deliveries resumed at 14:39. On (B)(6) 2016 at 18:33 an unexplained loss of primed occurred; insulin deliveries never resumed. The last bolus delivery was on (B)(6) 2016 at 17:57. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient self-admitted to the hospital on (B)(6) 2016 for elevated blood glucose (bg) of 24mmol/l with large ketones, nausea, and symptoms of dehydration. The patient reportedly discontinued the pump and was treated with insulin via injection, intravenous fluids, and potassium. The patient reported noticed bg levels were ¿higher than normal¿ late on (B)(6) 2016 and changed the site and set 2 to 3 times. The patient was reportedly taken off insulin drip the afternoon of (B)(6) 2016 and was put back on the pump, however the patient ¿quickly got worse.¿ the reporter did not provide additional bg values or signs/symptoms. The pump was reportedly removed again, and the patient had reportedly been on insulin injections since (B)(6) 2016. The hospital staff reportedly assessed the infusion set and the cartridge and did not find any issues that would interrupt insulin delivery. The patient¿s bg level on (B)(6) 2016 was reportedly 9.4mmol/l with trace level of ketones. The patient was reportedly to be discharged from the hospital the afternoon of (B)(6) 2016. A review of the pump histories indicated all boluses had delivered as programmed. The following alarms were found upon review of the alarm history: a low battery warning on (B)(6) 2016, an auto off alarm on (B)(6) 2016, an unspecified 114 alarm on (B)(6) 2016, and a low cartridge warning on (B)(6) 2016. There was no indication or allegation that the alarms had any impact on insulin delivery. Troubleshooting did not find any defects with the pump. The patient was reportedly taking medications for cholesterol and blood pressure, and was also taking a trial drug for diabetes management. The patient reportedly last took the trial drug on the morning of (B)(6) 2016. Changes in medication without adjustments to insulin regimen were determined to be contributing factors in the alleged bg excursion; however this complaint is being reported based on the unexplained increase in bg.